Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) suddenly reached a battery status of end of life (eol) and displayed a corresponding fault code which indicated an extended change time measurement of 45.1 seconds. The previous charge time of 12.3 seconds had been measured over 3 years prior. No changes to the system were made at that time. Guidant was informed of the eol status several months later and replacement was scheduled. A guidant technical services consultant reviewed device print-outs and suspects that the device may have undergone a reset which was corrected when the device was interrogated. The device was explanted, replaced and returned to guidant for laboratory evaluation.